Manufacturer narrative:
Per product evaluation of the received device, a tear in the balloon of the returned device approximately 4 mm from the balloon proximal neck was revealed during visual inspection at high magnification. As reported, a 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. Hemostasis wasn't perfect. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open, and the sealant and advancer tube were observed to have been deployed on the catheter shaft. The advancer tube was properly engaged to the distal tamp lock, abutting the sealant proximal end. The syringe and procedure sheath were not returned with the device. Multiple kinks were observed in the catheter shaft. However, it is unknown if the catheter shaft was kinked/damaged prior, during, after use of the device, or by improper packaging for return, or if the kink in the catheter shaft may have contributed to the reported failure. It was noted that the sealant sleeve was still in the manufactured position, which indicated that the device may have not been inserted in an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the reported complaint. Visual inspection at high magnification revealed a tear in the balloon of the returned device, approximately 4 mm from the balloon proximal neck. The balloon loss of pressure failure was not reported in the complaint. A product history record (phr) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant sleeve was still in its manufactured position and the sealant/advancer tube were still on the device. However, a tear was found on the balloon, which indicates that the balloon lost pressure during use. Since the returned device did not match the description of the event, the exact cause of the issue experienced by the customer and the balloon tear could not be determined during analysis. Based on the limited information available for review and the product analysis, access site vessel characteristics (although not reported) or sheath tip condition factors (although not returned) may have contributed to the tear found since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. It is possible that this balloon tear led the customer to remove the device from the patient without deployment, and therefore reported it as failing to achieve hemostasis. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Additionally, the IFU also states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ after deployment of the sealant in the patient, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1733101 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has not yet been returned for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynx vcd failed to achieve hemostasis. Hemostasis wasn't perfect.